Event description:
It was reported that the handle was being taken off of the trial handle so the slap hammer could be applied and it did not come off. So the doctor took a mallet and hit the handle, it came off but the tab inside broke off.